Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead experienced a syncopal event and presented to the emergency room. The local area field representative reported that upon device interrogation intermittent loss of capture (loc) was found due to high thresholds. Additionally an x-ray was taken which showed no anomalies. As the patient is pacer dependant the physician elected to reposition the lead due to suspected microdislodgement. The lead was successfully repositioned and no additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.